Manufacturer narrative:
Date rec¿d by MFR: 30apr2019, date of report: 05jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when the flow is set to 140 liters per minute (lpm) the analyzer read 139 lpm. The oxygen average was 6 lpm and the air flow was 134 lpm and there was a popping noise. The customer as advised to try and different oxygen source that is known to deliver 50 pounds per square inch (psi) and to verify the inlet pressure is also displaying 50 psi and then re-test the unit. The customer reported that at 140 flow, the certifier passes but the oxygen delivery remains low. The oxygen inlet pressure drops out of range. The fse advised the customer to try another oxygen source and oxygen supply accessories to see if this is the issue. Multiple unsuccessful attempts were made to follow up with the customer (by the remote fse); however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when the flow is set to 140 liters per minute (lpm) the analyzer read 139 lpm. The oxygen average was 6 lpm and the air flow was 134 lpm and there was a popping noise. The customer as advised to try and different oxygen source that is known to deliver 50 pounds per square inch (psi) and to verify the inlet pressure is also displaying 50 psi and then re-test the unit. The customer reported that at 140 flow, the certifier passes but the oxygen delivery remains low. The oxygen inlet pressure drops out of range. The fse advised the customer to try another oxygen source and oxygen supply accessories to see if this is the issue. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. Event date not specified: estimate used.